Manufacturer narrative:
As reported, the sleeve of a 5f mynx control vascular closure device (vcd) has opened up and is unusable. There was no reported patient injury. The deployer was experienced in training with the mynx device. The device was stored and prepped according to the instructions for use (IFU). Multiple attempts to obtain additional information were made without success. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and partially exposed, as the sealant sleeves exhibited frayed/split/torn conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis to measure the slit length could not be performed due to the observed frayed/split/torn condition on the sealant sleeves. However, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A simulated insertion/withdrawal evaluation through the csi evaluation could not be performed due to the condition of the sealant sleeves, which prevented insertion of a cordis lab sample csi. However, a simulated deployment test was performed to ensure functionality, and the unit operated as intended, deploying the sealant and retracting the balloon as expected. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sleeve of a 5f mynx control vascular closure device (vcd) has opened up and is unusable. There was no reported patient injury. The deployer was experienced in training with the mynx device. The device was stored and prepped according to IFU instructions. The device is being returned for evaluation. Addendum: product evaluation shows the sealant was partially exposed due to frayed/split/torn condition of the sealant sleeves.